Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized four days prior to death for cardiac arrest that was experienced at home. It was reported the patient was not on the hc device or performing pd therapy at the time of the heart attack at home. While hospitalized, the patient experienced another heart attack and passed away the same day. The cause of death was not reported. It was not reported if pd therapy continued while in the hospital. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. An internal and external inspection was performed and found no issues. The device pneumatic system was verified and no leaks were found. All pressures were determined to be correct and stable. Device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There was no failure or malfunction identified that could have caused or contributed to the reported event. A device history review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the device was completed and no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the reported event. Review of device history and service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device was determined to meet all functional and electrical performance specification requirements. If additional relevant information is obtained, then a follow-up MDR will be submitted.